Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1926 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd plastipak¿ syringe a rupture in the needle protector and needle deviation are found. The following information was provided by the initial reporter, translated from spanish to english: medical device stored in an automated cabinet, when the syringe is removed from its packaging in the patient's room, a rupture in the needle protector and needle deviation are found.

Event description:
It was reported that prior to use with bd plastipak¿ syringe a rupture in the needle protector and needle deviation are found. The following information was provided by the initial reporter, translated from spanish to english: medical device stored in an automated cabinet, when the syringe is removed from its packaging in the patient's room, a rupture in the needle protector and needle deviation are found.

Manufacturer narrative:
H6: investigation summary: three photos received by our quality team for investigation. Upon visual evaluation, damaged shield which caused the bent cannula are observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: shield damaged/defective.

Event description:
No additional information.